Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: reason for the surgical procedure: oncological surgery procedures. Date of surgical procedure: (B)(6). Demographic data of the patient (initials starting with surname, age and gender) they are not available. Was there any damage / consequence to the patient due to the problem with the suture? They do not know. What action did the doctor take to correct the problem with the suture? They changed the product for another suture material. Was there a surgical delay due to the suture problem? No. Does the hcp consider that the delay could have caused death / serious injury / damage / consequence to the patient? If yes, explain the risk assessed by the doctor. Do not have the information. What is the current state of the patient? Do not have the information. Name and complete address of the clinic / hospital that reports. Can the product be recovered for analysis? Yes, in secondary packaging. What is the specific number of devices (total qty involved) that failed during this one procedure? Not informed. How was the procedure completed? With a other suture.

Event description:
It was reported that a patient underwent an oncological surgical procedure on (B)(6) 2019 and suture was used. During the procedure, the suture broke. It was noted the suture strand was discolored. It was reported that it was taken directly from the packaging and that it had not been exposed to any type of heat, liquid or procedure. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was received.

Manufacturer narrative:
(B)(4). H3 evaluation: two sealed samples of product were returned for analysis. During the visual inspection of the samples, no defects were found on the packages, the samples were opened, and the swage and attachment area of the needles were noted to be as expected, but the strands were noted with unusual color, the sutures were not black. A functional test was performed and the tensile strength force was above the minimum requirement. An analytical characterization experiment, performed on black ethilon sutures, demonstrated that sutures lost their color within 48 hours if are exposed to a 3% hydrogen peroxide solution. Unopened suture product exposed to hydrogen peroxide vaporization decontamination (such as in an ER) would eventually cause these black-colored sutures in current overwrap packaging to lose their black color, but it is not known how many decontamination treatments would be necessary to achieve this. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to samples condition no suture breakage was observed and the assignable cause of appearance cosmetic or color-suture is from an external cause.